Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose (bg) level of 600 mg/dl. The customer was treated with manual insulin injections. At the time of the report with tandem technical support (cts), the customer had not yet been released from the hospital. The cause for the reported issue was unknown. Cts performed a pump system check and verified the pump functioned as intended. Multiple follow up attempts were performed to obtain additional information, however, the customer did not respond.